Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that during the install of the system, the screw came stripped and after being placed halfway on the camera and articulating arm were spinning freely. Two screws were half in on the camera and cannot be taken out without breaking the camera. When the manufacturer representative tried to remove all of the screws, the last screw's torx head was accidentally stripped which prevents it from being removed from the yoke on the camera mast. While attempting to install the camera, one of the screws snapped inside of the camera. The rep stated they did not use a powered screw driver and only turned the driver 3 turns before the screw snapped. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that during the install of the system, the screw came stripped and after being placed halfway on the camera and articulating arm were spinning freely. Two screws were half in on the camera and cannot be taken out without breaking the camera. When the manufacturer representative tried to remove all of the screws, the last screw's torx head was accidentally stripped which prevents it from being removed from the yoke on the camera mast. While attempting to install the camera, one of the screws snapped inside of the camera. The rep stated they did not use a powered screw driver and only turned the driver 3 turns before the screw snapped. No patient was present at the time of the event.